Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, date of event, and implant date. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Further information from the reporter regarding the serial number and the implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Healthcare professional reported, "the tubing of the port broke off from the metal piece connector." First noticed when the physician performed a fill and then removed the saline, and observed that there was less saline than previously injected. Access port was explanted and replaced.